Event description:
It was reported that device detachment occurred. The patient presented for revascularization of the 90% stenosed target lesion located in a severely tortuous and severely calcified vessel. A guidezilla ii catheter-guide extension was selected for use. During the procedure, the 3.00 x 38mm synergy xd drug-eluting stent failed to cross the lesion and got caught at the collar part, and the device got separated when it was forcibly rotated. The balloon was inflated and removed together with the fragment. The procedure was completed with another of same device and no patient complications were reported.